Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery; during priming, the mp4 module was occluded. There was no patient involvement, the product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for evaluation. Visual inspection confirmed that the port on top of the mp4 is occluded. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).